Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. It was reported that the receiver was exposed to water damage. No additional patient or event information is available. The dexcom platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.